Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device is to be returned to evaluation. The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr for aortic position, the commander delivery system balloon ruptured during deployment of the 26mm sapien 3 valve. There were no resistance or difficulty during valve alignment. While expanding the valve, more pressure than usual was required to push the plunger of inflation device. The operator continued to inflate the balloon. Upon counting the inflation time, the balloon ruptured. The operator withdrew the delivery system immediately and post-dilation was done with a new system. The procedure was then concluded with good results.

Manufacturer narrative:
The delivery system was returned after being used in the procedure. The delivery system was returned with the loader cap over it. There was a slight bend in the delivery system due to packaging. The delivery system was visually inspected, and longitudinal balloon burst and minor damage on the flex tip were observed. Dimensional analysis was performed, and the balloon single wall thickness measurements are within the specification. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). No photography, videos, or imagery of used device was provided with the complaint. A lot history review for the relevant lot revealed no additional similar complaints. A device history review (DHR) did not reveal any issues that could have contributed to this complaint. A review of complaint history from march 2018 to february 2019 for the edwards commander delivery system (all sizes and models) returned revealed similar complaints. The review of complaint data found that the complaint rate did not exceed the february 2019 control limit for the trend categories. Instructions for use (IFU) and training manual were reviewed for guidance related to the reported complaint event. During manufacturing, the device is inspected multiple times throughout the manufacturing process; including but not limited to 100% inspection for the inflation balloon, 100% inspection for the crimp balloon, 100% inspection for crimp balloon to inflation balloon laser bond and 100% final inspection by manufacturing and quality. In addition, the balloon inflation/deflation time, inflation pressure, and burst pressure were evaluated and met specification. These instructions and inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the complaint event. The reported event of the balloon burst was confirmed from visual inspection of the returned device. The reported event of the inflation difficulty was unable to be confirmed. The delivery system could not be inflated because of the burst balloon. Review of manufacturing mitigation's, dimensional measurements, and device visual inspection did not indicate any manufacturing non-conformance's contributed to the reported event. Per complaint description, the balloon burst ¿upon counting the inflation time¿ (full balloon diameter) in a calcified annulus. It is likely that the balloon burst during inflation once the balloon came in contact with calcification.  A review of balloon burst complaint investigations on returned devices is documented in a technical summary written by edwards lifesciences. Based on available evidence, it was found that patient factors, such as annular calcification can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines that proper manufacturing mitigation's are in place to ensure that balloons do not burst as a result of manufacturing non-conformance's. In addition, the technical summary outlines that there are sufficient IFU and training materials which provide instructions for cases where the balloon burst. Visual observation of the returned device revealed no twist/kinks on the balloon catheter (other than that from return device packaging). Patient¿s vessel characterization was provided as, tortuosity ¿ none. Other factors can contribute to constraining the flow of saline fluid during inflation such as twisting or torquing the delivery system. However, this information is not provided in this complaint. Therefore, it is possible that the patient and/or procedural factors may have contributed to the complaint events. However, based on the available information, a definitive root cause is unable to be determined at this time. Since no product non-conformance's or labeling/IFU deficiencies were identified and the occurrence rate did not exceed the complaint control limit a product risk assessment, and corrective/preventative actions are not required.